Manufacturer narrative:
Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an open reduction internal fixation surgery for the distal radius fracture on (B)(6) 2018, the variable angle-locking compression plate (va-lcp) buttress pin passed through the va-lcp volar rim distal radius plate. After inserting the first va-lcp buttress pin, the surgeon inserted the second va-lcp buttress pin into the hole, but it passed through the va-lcp volar rim distal radius plate. The surgeon removed all kirschner wires, cortex screws and the first va-lcp buttress pin to remove the second va-lcp buttress pin. After removing them, the va-lcp buttress pin could hold the plate tightly when the surgeon tried again to check the devices. However, the va-lcp buttress pin in question was exchanged for a new pin. The surgery was completed by using the same plate and another va-lcp buttress pin. There was a 30 minute-surgical delay. There was no adverse consequence to the patient. Concomitant devices: va-lcp buttress pin (part: 04.210.094s, lot: unknown, quantity: 1), va-lcp volar rim distal radius plate (part: unknown, lot: unknown, quantity: 1), kirschner wires (part: unknown, lot: unknown, quantity: unknown), cortex screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 1.8mm titanium (ti) va locking buttress pin. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes part: 04.210.094s; lot: 9716260; manufacturing site: selzach; supplier: frueh verpackungstechnik ag; release to warehouse date: november 06, 2015; expiry date: october 01, 2025. Part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Us DHR review for unsterile part 04.210.094 with lot 7707369: manufacturing location: monument; manufacturing date: june 09, 2014; part number: 04.210.094; 1.8mm ti va locking buttress pin with t8 stardrive recess/24mm; lot: 7707369 (non-sterile); lot quantity (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, qualified operator met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. Component(s) reviewed: part: 04.211.032.999, 2.8mm ti screw blank 32mm 2.7 variable angle w/sds; lot: 7688797; lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Four pieces were scrapped at bag/label step for an undetermined reason. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation site: cq zuchwil , selected flow: 2. Device interaction/functional . Visual inspection: the complaint condition is confirmed. Visual investigation shows clearly that the locking thread is badly damaged. The thread is plastically deformed which does not allow locking the buttress pin in the plate as seen in provided pictures. This led to the conclusion that the pin was not properly aligned during insertion, and as result, the thread came into hard contact with the plate which caused the reported damage of the threads. Also, damages / plastically deformation identified at the star-drive recess clearly indicates exceeding applied mechanical force while insertion. Due to the deformation / damage, it is not possible to measure the dimension / shape of the locking threads. Therefore, we classify this as handling error while insertion. Functional test: as result of the damaged thread, no functional test is possible. Does the received condition agree with the complaint description? Yes, the damages confirm the reported problem. The buttress pin is not possible to lock into the plate as intended. Can the complaint be replicated with the returned device? Yes, the damages confirm the reported problem. The buttress pin is not possible to lock into the plate as intended. Dimensional inspection: not possible to measure the dimension of the thread due to the damages. Document/specification review: not required per selected investigation flow as user error was identified as the root cause for the reported problem. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.